Manufacturer narrative:
The explanted pump was returned assembled with the driveline severed approximately 0.5 and 17 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, a flat, tissue-like, laminated thrombus formation was present on the body of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. Origins of the formation and duration of time for which the deposition was present could not be determined. Additionally, examination of the proximal side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball. The thrombi showed a texture similar to portions of the previously mentioned thrombus, suggesting that it may have potentially broken off from the larger thrombus. Although their origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the depositions showed no evidence of denaturation and the lack of circumferential contact marks on the outlet bearing cup indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, during the patient¿s clinic visit labs were drawn, and the lactate dehydrogenase level had increased. The pump speed had to be increased to 11,400 rpm to optimize the flow. Subsequently, the pump was exchanged on (B)(6) 2017.